Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and brady therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation along with noise, loss of capture, oversensing, and pacing inhibition.

Event description:
It was reported that, a few days prior to a scheduled replacement due to the device nearing end of life, the device reverted to safety mode operation. The following day, the device exhibited loss of capture on the right ventricular channel and the patient became syncopal. A boston scientific technical consultant discussed that, due to unipolar pacing in safety mode, it was likely that the device had oversensed myopotential noise and inhibited pacing. The field representative noted that the device battery had depleted quickly and reported that high outputs have always been programmed. The device was explanted and returned for analysis and a temporary pacemaker was used. No additional adverse patient effects were reported.

Event description:
It was reported that, a few days prior to a scheduled replacement due to the device nearing end of life, the device reverted to safety mode operation. The following day, the device exhibited loss of capture on the right ventricular channel and the patient became syncopal. A boston scientific technical consultant discussed that, due to unipolar pacing in safety mode, it was likely that the device had oversensed myopotential noise and inhibited pacing. The field representative noted that the device battery had depleted quickly and reported that high outputs have always been programmed. The device was explanted and returned for analysis and a temporary pacemaker was used. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and brady therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation along with noise, loss of capture, oversensing, and pacing inhibition.

Manufacturer narrative:
This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, a few days prior to a scheduled replacement due to the device nearing end of life, the device reverted to safety mode operation. The following day, the device exhibited loss of capture on the right ventricular channel and the patient became syncopal. A boston scientific technical consultant discussed that, due to unipolar pacing in safety mode, it was likely that the device had oversensed myopotential noise and inhibited pacing. The field representative noted that the device battery had depleted quickly and reported that high outputs have always been programmed. The device was explanted and returned for analysis and a temporary pacemaker was used. No additional adverse patient effects were reported.